Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device has been in operation for more than 7 years, it is likely the power supply unit failed due to deterioration of the power supply unit components caused by long-term use.

Manufacturer narrative:
The device was received by olympus for evaluation. The user facility report was confirmed and found no power due to a faulty power supply. Additionally, the testing found that the light intensity output was out of range and unit was missing screws on the top of main board. The device was serviced and returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device has no power. The reporter stated this was discovered during preparation for use so there was no patient involvement. No additional information was provided.